Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "some symptoms similar to capsular contracture", baker grade not specified.

Event description:
Patient reported "exchange from textured to smooth implants due to the patient's concerns with the product". Later, healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product with some symptoms similar to capsular contracture", baker grade not specified. Affected side is right. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedures creases, wear abrasion and deformation were observation. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.